Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that might contribute to the retention or adhesion of foreign material, however, there was a deviation from the IFU recommended device reprocessing noted. The event can be detected/prevented by following the instructions for use which state: olympus gif type h180 operation manual chapter 3 preparation and inspection reprocessing manual_ reprocessing the endoscope_ manually cleaning the endoscope and accessories_ clean the external surface ¿thoroughly brush or wipe all external surfaces of the endoscope, using a clean, lint-free cloth, brush or sponge. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and ensure that all surfaces of the distal end are thoroughly cleaned¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope had air/water channel blockage with no debris. The issue was found during preparation for use for a diagnostic gastroscopy and it was completed with a similar device. Inspection and testing of the returned device found that the nozzle was clogged with foreign material of unknown origin. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that electrical connector unit had a leak. The plastic distal end cover did not meet the insulation threshold and the charged coupled device cover lens was chipped and scratched. The bending section rubber glue was separated and the connecting tube had a wrinkle 10 mm from the glue. The grip unit was scratched and the scope cover was cracked. The air/water nut and suction cylinder nut had paint peeling off. The universal cord had a scratch and the electrical connector was corroded. The angulation was less than specified and angulation had play. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not notice any debris in the scope. There was no delay to starting precleaning, the air/water nozzle was flushed, and flushing with detergent was done during reprocessing. The scope was reprocessed using an etd4 basic machine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.